Event description:
It was reported that a patient presented in clinic after receiving alert for high voltage lead impedance out of range. No patient symptoms were reported. Alert was cleared and patient was sent home. Patient received another notifier after few hours and came to clinic with high voltage lead impedance out of range. Svc coil was turned off. The patient was seen in clinic on (B)(6) 2017. Dft testing was performed successfully. The patient was in a stable condition.